Event description:
Patient: (B)(6), received two knee replacement, first on (B)(6) 2016 and the second (B)(6) 2019. I am a retired military enlisted(sfc) army, and I need some help in this matter, I went back to my doctor/surgeon to talk to him about the problem I was having. He told me that he did everything right, and the only thing he could do was to ¿go backing¿¿. I left his office and found information online about dupey synthes having knee replacement part recalls. Then, I made an appointment to see the surgeon again, went back to his office. He examined both knees and took x-rays and stated that everything looks great to him. After he gave me his diagnosis, I showed him the information that I found on the internet, and he stated to me and my wife, that it was ambulance chasers. He told us both that it is something that happens all the time on the net, just ignore it. I am experiencing significant pain and need assistance soon. I have a knee replacement patient l.d. Card from depuy synthes- 25m0316/dsus/jrc/0216/1386 provided by (B)(6) m.d., on (B)(6) 2019. If there is anything your office can do for me in this matter. It would-be very much appreciated. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)". Ref report: mw5169506.